Event description:
Trieea28xt circular stapler appeared to fire as expected; the surgeon was not able to extract stapler from rectum resulting in trauma to surrounding tissue, additional resection of tissue was necessary, and extended time in operating room. FDA safety report ID # (B)(4).